Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a blood glucose meter was not returned with the pump for investigation. Review of the black box data revealed the user attempted to edit the basal rate in the pump, but did not save the settings. There were several records of manual suspension and resume delivery. The delivered boluses for the dates (B)(6) 2017 matched the total daily doses bolus history for each day. On investigation, the pump was manually programed for a 10-unit audio and 10-unit normal bolus delivery and both were accurately recorded in the bolus history and bolus total daily dose history correctly. No errors, alarms or warnings occurred during the investigation. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigation did not duplicate the complaint that the pump¿s bolus totals calculating a >5% discrepancy. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter (=600 mg/dl) with symptoms of large urinary ketones, nausea and vomiting. The patient was treated at the hospital emergency room with insulin via injection and intravenous fluids. Troubleshooting performed by animas customer support revealed the bolus totals in the bolus history over the recent three-day period did not match by a >5% difference. Basal delivery totals in total daily matched the active basal program total, or were as expected, and the basal history matched the active basal program settings. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.